Manufacturer narrative:
(B)(4).

Event description:
It was reported that through remote transmission, multiple episodes of non-sustained rv oversensing was observed due to intermittent capture. The patient was asymptomatic. A follow-up with the patient was recommended for further analysis.